Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting a daily run. Fse found cup incorrectly placed in the incubator cup; the cups were unable to move freely and most likely jammed, and might have pulled the incubator off alignment. Fse replaced the incubator tray, as some cups were damaged. Fse aligned the incubator and performed cup transfer test 20 times without error. Fse successfully completed an daily run and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [4153] c.trans-z home overrun: cause: the home sensor (B)(4), which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(4) and also check to see the cause of slipping, and so on, that occurs when (B)(4) moves to the limit side. The most probable cause of the reported event was due to jammed cups on incubator wheel.

Event description:
A customer reported getting error message" 4153 c trans z home overrun" on the aia-900 analyzer. The customer stated they can see that the cup is being dropped between slots in the incubator. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.